Manufacturer narrative:
Patient identifier of multiple is sid (B)(6). Evaluation in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false elevated architect total bilirubin on 4 samples. (B)(6) of 35 mg/l but repeated 3 mg/l. (B)(6) of 37 mg/l but repeated 2.9 mg/l. (B)(6) of 107.9 mg/l but repeated 9.3 mg/l. (B)(6) of 35.8 mg/l but repeated 2.9 mg/l. Normal range used of 1 to 14 mg/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Service replaced, cleaned and adjusted multiple parts; however, the nozzle pairs, mixer and cc cuv dry tip were determined the parts the likely cause. Service verified the system function by performing successful calibrations as well as a successful a control run. No additional discrepant results were reported. A service history review for serial c1601580 revealed no additional erratic total bilirubin results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of clinical chemistry data revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no adverse trends identified. A 12 month search for similar complaints identified no adverse trends of likely cause replaced parts. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
Suspect medical device was updated from list 06l45-21 to 03l77-01. A follow-up report will be submitted when the evaluation is complete.